Event description:
It was reported that a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) with a grade of 4+ and a pre-existing flail. A mitraclip xtw was inserted, and grasping was performed. However, the leaflets were unable to be grasped or captured. Therefore, the clip was removed from the patient and the procedure was discontinued. There were no adverse patient effects and no clinically significant delay in the procedure. The steerable guide catheter (sgc) returned and analysis of the device done on 12 december 2025 revealed soft tip damage.

Manufacturer narrative:
Na.

Manufacturer narrative:
All available information was investigated, and the reported deformed soft tip was confirmed via returned device analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation was unable to determine a cause for the reported deformed soft tip. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported that a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) with a grade of 4+ and a pre-existing flail. A mitraclip xtw was inserted, and grasping was performed. However, the leaflets were unable to be grasped or captured. Therefore, the clip was removed from the patient and the procedure was discontinued. There were no adverse patient effects and no clinically significant delay in the procedure. The steerable guide catheter (sgc) returned and analysis of the device done on 12 december 2025 revealed soft tip damage.